Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bluetooth connection issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was the patient changing the device time which led to signal loss. The reported event of a bluetooth connection issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.